Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: lasso sas catheter, model #: d-1312-01-s. Webster 10 pole, model #: d-1079-230-s, lot #: unknown_d-1079-230-s. Carto 3 system model #: m-4800-01. (B)(4)

Event description:
It was reported that a patient, underwent a pulmonary vein isolation procedure with an ez steer thermocool sf navigational catheter and a navistar rmt thermocool catheter and suffered a cardiac tamponade and thrombosis which required a pericardiocentesis and surgical intervention. The patient's medical history is unknown. Three and a half hours into the procedure, they were having difficulty accessing under the left inferior vein and getting the back wall contact. Therefore, they were not achieving vein isolation. They then switched to a manual catheter. When ablating around the right veins, blood pressure was noted to be decreasing. An echo was requested and some fluid around the heart border was seen. The procedure was aborted and a pig tail was inserted to drain the effusion and 960 ml of blood was removed from the pericardial space. The patient was also taken to the operation room to remove a clot from the pericardial space. There is no information about the hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The ablation settings varied depending on the location. The physician suggested that the cardiac tamponade was not due to any equipment problems or during ablation. He thought that it may have occurred while manipulating the catheter on the right hand side of the left atrium. This issue did not occur while ablating. He also mentioned that the transseptal puncture was quite right/anterior in orientation. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Therefore, we will report this event conservatively under both the ablation catheters used during the procedure as it was reported that the symptoms were noted during ablation.

Manufacturer narrative:
Clarification was requested as a different product was received in the biosense webster failure analysis lab than reported. On march 31, 2016 a clarification was received stating that the product received was the correct product. Therefore, the product information has been updated from the following: brand name: thermocool® sf nav bi-directional catheter, model #: d-1317-06-s, lot #: unknown_d-1317-06-s. The product information has been corrected to the following: brand name: thermocool® sf nav bi-directional catheter, model #:d-1317-07-s, lot #: 17251629l (lot number retrieved from testing on the catheter). Therefore, since the lot number is available, the UDI number is (B)(4). (B)(4). It was reported that a patient, underwent a pulmonary vein isolation procedure. Three and a half hours into the procedure, they were having difficulty accessing under the left inferior vein and getting the back wall contact. Therefore, they were not achieving vein isolation. They then switched to a manual catheter. When ablating around the right veins, blood pressure was noted to be decreasing. An echo was requested and some fluid around the heart border was seen. The procedure was aborted and a pig tail was inserted to drain the effusion and 960 ml of blood was removed from the pericardial space. The patient was also taken to the operation room to remove a clot from the pericardial space. There is no information about the hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The physician suggested that the cardiac tamponade was not due to any equipment problems or during ablation. He thought that it may have occurred while manipulating the catheter on the right hand side of the left atrium. This issue did not occur while ablating. He also mentioned that the transseptal puncture was quite right/anterior in orientation. The returned device was visually and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. Based on available analysis finding results, the failure mode does not appear to be caused by any internal biosense webster inc. Processes. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.